Manufacturer narrative:
The reported complaint involves the sterility of a dropped device after removal from the packaging during preparation for the procedure. Sterility of a dropped device cannot be confirmed in the evaluation lab and does not involve manufacturing records; therefore, an investigation will not be performed.

Event description:
During preparation for a coil embolization procedure, a ruby coil became contaminated before use. Therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil.